Event description:
It was reported that the item broke during a case. It was reported that it was used as per normal means.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
No non conformances were reported from the lots for the stated complaint. The torque wrench was returned to ssw for evaluation. The nitinol tube has failed. The tube is broken toward the handle (distal) end of the instrument. The tube has fractured in a spiral fracture indicating it most likely failed during use. The returned device was shipped to the supplier, ss white technologies, for evaluation. The supplier confirmed the event. No further investigation is required.

Event description:
It was reported that the item broke during a case. It was reported that it was used as per normal means.